Event description:
Removal of endosseous dental implants. Two implants were placed on 1-2-97 in sites #22 and #27 during a routine procedure. The clinician reports that the patient was wearing a provisional denture which overloaded the implants causing implant failure. The implants were removed on 5-7-97 due to mobility. This medwatch form covers the removal of one implant. The removal of the second implant is under MFR report#1222315-1997-00178.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.